Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that during an infusion, propofol migrated into the transducer. The customer also reported that it would take 300 millimeters of mercury to flow back into the transducer. Any pt injury or involvement is unk.